Event description:
"Heats up rapidly" was given as the reason for repair.

Event description:
"Heats up rapidly" was given as the reason for repair. On follow up it was reported that the attachment heated up during preop test. There as no impact to the pt.